Manufacturer narrative:
Patient codes: (B)(4). Additional narrative: it was reported that following insertion the patient experienced pain and scarring.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/02/2021. Appropriate term / code not available (e2402) utilized to capture infection (e19), pressure, serositis, tenderness, bowel complications, non-healing wound. Additional narrative: it was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported that the patient experienced pressure, discomfort, tenderness, abdominal bulging and distension, cramping, diarrhea, bowel complications, constipation, nausea, inflammation, serositis, erythema, fistula, abscess, infection, colon resection and non-healing wound.